Event description:
It was reported that an ilet user experienced a freestyle libre 3 plus continuous glucose monitor that would not scan within the ilet mobile application, and support guided the user to retry a scan and then to restart the phone before attempting another scan. Symptoms included no reported clinical effects. Outcomes included no change in clinical status and no reported medical intervention. Investigation included technical support review and user-directed troubleshooting. Investigation of this case revealed that the cgm was not paired with the ilet app and the scan attempts failed despite basic remediation steps. It was concluded that the event involved a device communication or pairing issue without patient harm and that additional evaluation would be required if the device becomes available. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.